Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months the device was not explanted from the patient and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after over 3 years of support, the patient experienced gastrointestinal bleeding which was not possible to stop. The patient subsequently developed pulmonary edema. On (B)(6) 2018, the patient expired after suffering cardiac arrest with unsuccessful resuscitation. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding and death are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.